Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0072, awareness date (B)(6) 2015). It refers to an adult female consumer in united states who had essure inserted (fallopian tube occlusion insert ) on an unspecified date, for birth control. Consumer reported that for five years she suffered from unexplainable symptoms, constant bleeding, using birth control to control the symptoms she was experiencing from her birth control. Five years of her life that she lost. Side effects included: weight gain, incessant bleeding, iron deficiency, vitamin d deficiency, depression, anxiety, headaches, abdominal pain, back pain, generalized joint pain, bloating, fatigue, brain fog, loss of appetite, strained relations, loss of job, hair loss, nausea, ibs (interpreted as irritable bowel syndrome),etc. The side effects she was experiencing from essure immediately ceased after removal by hysterectomy at the age of 34. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced incessant bleeding. Essure was removed by hysterectomy on an unspecified time after insertion. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced incessant bleeding. Essure was removed by hysterectomy on an unspecified time after insertion. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up received on 24-oct-2015: this case has been identified during monitoring of postings an FDA hosted docket website (FDA-2014-n-0736-1978), which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. She had essure placed in 2009 and was told that it was safe and effective with minimal side effects. She stated that less than 2 years down the road she would begin to bleed incessantly for months at a time. She was treated with hormones, more birth control, iuds, but nothing would regulate it. She developed depression, anxiety, debilitating headaches, joint and back pain. She lost her hair, she became anemic. She finally found a doctor that would do a hysterectomy. The instant she woke up she felt different, better. And now she feels like she did before essure. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced incessant bleeding. Essure was removed by hysterectomy on an unspecified time after insertion. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.